Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that after insertion, the catheter fell out of the patient with a split balloon. Another catheter was used and was found to have fallen out of the patient with a split balloon again. The remaining 3 catheters were given to procurement to prevent using on other patients assuming the batch was faulty. The allegement occurred on two different catheters, and there were no missing pieces of the balloon.

Event description:
It was reported that after insertion, the catheter fell out of the patient with a split balloon. Another catheter was used and was found to have fallen out of the patient with a split balloon again. The remaining 3 catheters were given to procurement to prevent using on other patients assuming the batch was faulty. The allegement occurred on two different catheters, and there were no missing pieces of the balloon.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. English warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Units this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to infl ate with stated ml of sterile water. Or ¿ for pre-fi lled products, remove clip and squeeze reservoir to infl ate with stated ml of sterile water storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. To defl ate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fi ll the syringe with water. If you notice slow or no defl ation, re-seat the syringe gently. Use only gentle aspiration to encourage defl ation if needed. Vigorous aspiration may collapse the infl ation lumen, preventing balloon defl ation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Female use only syringe of sterile water for balloon infl ation refer to direct unit label for product content and gender specifi c use where applicable single use only. Do not resterilize this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Lot number reorder number use by date caution, consult accompanying documents. Consult instructions for use units do not use if package is damaged sterilized by radiation or sterilized by ethylene oxide refer to direct unit label for sterilization method utilized bard, bardex, bardia, biocath and lubricath are trademarks and/or registered trademarks of c. R. Bard, inc. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations."